Manufacturer narrative:
Customer performed a control solution test and pt said that the meter performed within specification.

Event description:
Customer reported getting erratic readings from pt freestyle meter. Pt performed back to back blood tests the freestyle meter and results were 124 mg/dl and 101 mg/dl.